Event description:
A malfunction alarm 20 was reported for the pump during its operation, but there was no adverse impact to the customer's blood glucose level. Despite attempts to load a new cartridge with the assistance of technical support, the cartridge alarm recurred, and the customer was unable to resume insulin therapy. Technical support arranged for a replacement pump and confirmed that the original pump was under warranty. The customer planned to use a backup insulin pump. Instructions were provided to put the faulty pump into storage mode prior to its return, which the customer understood and agreed to follow.